Event description:
It was reported that the tetra did not fully deploy in a heavily calcified left cx lesion. The balloon was inflated to 16atm, and a concentric waist was observed. Difficulty was encountered removing the delivery system. The guiding catheter was then deep-seated and the delivery system was removed with force. Following post dilatation, the procedure was successfully completed.